Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
New information was received on 2025-02-04 that the customer stated that the patient was not expected to recover from his condition, which was found out after the patient was put onto ECMO. A getinge field service technician (fst) was sent for investigation on 2025-02-03 and 2025-02-04. No fault was found and no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed by the getinge service and sales unit and the backflow prevention alarm could be confirmed on the date of event. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the australian market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Manufacturer narrative:
It was reported that a backflow prevention message occurred on the same time as patient went into ventricular tachycardia (vt), which is a fast, abnormal heart rhythm (arrhythmia). Further a zero flow message appeared. Due to the low flow the patient required CPR (reanimation). The low flow state could not be resolved. The cardiohelp was exchanged. Using the emergency drive restored the flow and the flow remained acceptable on the replacement cardiohelp. One of the nursing staff has mentioned that the console had ¿frozen¿. The patient passed away. New information was received on (B)(6) 2025 from customer that the patient was not expected to recover from his condition, which was found out after the patient was put onto ECMO. As the patient passed away, a report is required. A getinge field service technician (fst) was sent for investigation on (B)(6) 2025. No fault was found and no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles were analyzed by getinge life-cycle-engineering on (B)(6) 2025 with following conclusion: the message 'backflow prevention' was triggered during therapy. The user was unable to start the pump. The reason for this was the error ¿33006 pump disposable stop¿ reported seven seconds earlier. This caused the pump to switch off due to a magnetic gap between the motor and the pump that was determined to be too large. The arterial pressure in the body caused a negative flow when the pump stopped. This triggered the 'backflow prevention' with the 'zero flow' mode after 6 seconds. Because the 33006 error was not reset, the 'zero flow' mode was unable to counteract the negative flow by blocking the pump. The user should have made sure that the hls is securely locked in the drive. Additionally, it was required to adjust the 'user target speed' down to 0 rpm to reset the 33006 error mode (the message 'pump disposable error stop ¿disappears from the display). Then either the 'backflow prevention' would have been activated or the pump could have been controlled by the user. A medical review was performed by getinge medical affairs on (B)(6) 2025 with following conclusion: "the lce investigation report explains backflow prevention appeared secondary to displacement/dislodgement of the hls module from the pump well, which elicited the error ¿pump disposable stop¿ 6 seconds before the reported event. Further, the description of a ¿frozen¿ screen/system may be explained by an unresolved the alarm/error ¿pump disposable stop¿. The IFU of the cardiohelp describes the following regarding this pump disposable stop¿ message. To resolve the error, proper seating of the hls module in the cardiohelp pump well is required which is ensured by securely locking the module into pump drive. Once the hls module is properly seated, the rpms should be reset to zero (0) to clear the error mode. Pressing the zero flow mode button is required to reset backflow prevention and reestablish flow. Rpm should be increased (after the zero setting) to create requisite target blood flow. The IFU addresses this procedure in following manner: ¿the backflow prevention can detect and respond to a backflow of blood. For this, the cardiohelp-I monitors the blood flow, displays any alarms and activates the zero flow mode automatically to prevent any backflow¿. It remains unclear what initially caused the error message ¿pump disposable stop¿. The investigation report explains that this alarm is triggered if a magnetic gap between the motor and the pump is determined to be too large. A possible root cause for the reported event that may be proposed is dislodgment of the hls module during transport and/or repositioning of the patient which may have exerted excess stress on the tubes/lines, leading to dislodgement of the disposable. Alternatively, the disposable may not have been fully engaged in the pump receiver which easily dislodged upon minimal stress applied to the tubes/lines and/or the hls module. In either case, the error message ¿pump disposable stop¿ would have been elicited upon hls module dislodgement. Last, structural damage of the hls module is another possible root cause (as a proposed root cause underlying the event) which may have manifested as bent or damaged anchoring flange(s). Damage to the anchoring flanges may have not allowed the hls set to properly engage with the pump drive of the cardiohelp hardware thereby disallowing the hls module to securely attach to the cardiohelp pump drive. That said, this proposal could be ruled out as the hls set did function in a replacement cardiohelp and blood flow was reestablished. The cardiohelp involved in the complaint was investigated by getinge field service technician (fst). The investigation was unable to identify any faults or issues relating to performance with the unit. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests passed as designed. The customer stated that the patient was not expected to recover from the procedure. It is assumed that the statement of nonrecovery was predicated on the disposition io the patient before support using cardiohelp. Unfortunately, no details of the patient constitution were disclosed by the customer or within the complaint narrative. That said, the absence or reduction of blood during the reported event may have contributed to the reported deterioration of the patient. However, a diminution of product performance or malperformance of the product could not be reproduced during inspection and evaluation of the cardiohelp hardware. Further, examination of the associated disposable was unable to be performed due to component disposal; therefore, commentary pertaining to either performance or malperformance cannot be advanced in this review." According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2019 to (B)(6) 20250. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-10-09. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "backflow prevention" could be confirmed but was not related to a device malfunction. Further it was stated by the customer that the patient was not expected to recover from his condition. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the australian market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the australian market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Event description:
The event occurred in australia during treatment. It was reported that a backflow prevention message occurred on the same time as the patient went into ventricular tachycardia. Further a zero flow message appeared. Due to the low flow the patient required CPR. The low flow state could not be resolved. The cardiohelp was replaced. Using the emergency drive restored the flow and the flow remained acceptable on the replacement cardiohelp. As the patient passed away, a report is required.